Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient¿s drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the hcp wants to know if the patient is eligible for a MRI as the patient had the catheter removed last month ((B)(6) 2019) but the pump remains implanted. Caller is not sure why the catheter was removed. Caller states the MRI is for back pain and assumes the pump was implanted to help with this back pain. Caller is not sure when the back pain started. Caller states the patient wrote on her paper work that she had "infection in back" and had back surgery on (B)(6) 2018. The caller does not know when the infection occurred. The patient said the pump may have been "mal-positioned" but caller had no additional info to provide about this and is unsure when the patient first noticed this. The patient had a cat scan done and this is when they found out she still had the pump implanted. There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-mar-07. It was reported that she thought the patient had an infection where the catheter was located (in her back) and would call back if she found out. There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-mar-11. It was reported that she did not think the infection or surgery on (B)(6) 2018 were related to the device or therapy. There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-mar-12. It was reported that she did not know if the patient's infection or surgery on (B)(6) 2018 were related to the device or therapy. It was stated that the patient's abscess was from another area. There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-mar-12. The hcp stated there was an epidural abscess around the catheter tip. Upon exploration, the catheter was in the epidural space. The catheter was never implanted in the intradural space. He cut/revised the catheter near the pump chamber. Most likely (90% chance) the epidural abscess was caused by contaminated drug and not caused by the implant. The patient was going to have their pump turned off or turned to minimum rate mode. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID neu_unknown_cath, lot# serial#: unknown, product type:catheter. Correction- type of event: adverse event and product problem. (B)(4). If information is provided in the future, a supplemental report will be issued.